Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 225 mcg/ml at 112.47 mcg/day and bupivacaine 40 mg/ml at 19.994 mg/day via an implantable pump. It was reported an empty pump alarm occurred. The hcp had access to a physician programmer. It was reported that the patient missed a refill ¿last week¿ (from (B)(6) 2017). The hcp refilled the pump on (B)(6) 2017. There were 4 ml residual [volume] in the pump when the pump was refilled. The hcp was not able to fill the pump completely. He was able to aspirate 4 ml from the pump, which was what they normally aspirate, but was only able to fill 30 ml. The hcp did draw back and tried to fill again but was still only able to fill 30 ml. The hcp filled 30 ml into the pump and programmed 30 ml. The hcp would most likely bring the patient back early to refill again and would maybe take side images of the pump/bellows. There were no reported symptoms. There were no further complications reported or anticipated. It was noted that the patient did not have a managing hcp.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-apr-18. It was unknown what the cause of the hcp not being able to fill the pump. The hcp planned to do the next fill under x-ray. The side images of the pump bellows had not performed. It was planned to do them at the next refill. No actions/interventions had been performed to resolve the hcp not being able to fill the pump. The patient¿s weight was unknown. The pump was still implanted and the issue had not been resolved. The hcp would call back after the next refill and provide further information. The date of the next refill was unknown. There were no further complications reported.